Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 alarm occlusion line pressure error. No patient adverse events occurred.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue could not be replicated but the downstream sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.